Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the vapr iii generator had an internal error 200 ref (B)(4). There was no patient harm or delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The service technician used education, electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. Unit displayed 200 ref 25 error code during testing; this was due to a bad psu board. Replaced the psu as identified in the investigation to address the reported issue. Damaged top plate was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).